Manufacturer narrative:
Section a, patient information: no patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false depressed sodium (na) and false elevated magnesium (mg) results processed on the alinity c processing module. Customer sodium reference range of 125 to 135 mmol/l, magnesium 1.5 to 3.5 unknown units of measure. Initial na: 106; repeat na: 136 initial na: 112; repeat na: 129 initial mg 9.5; repeat mg 2.1 initial mg 9.5; repeat mg 1.7 initial mg 8.5; repeat mg 3.0. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity related to the reported issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c ict diluent lot 02171un24 was identified.

Event description:
The customer observed false depressed sodium (na) and false elevated magnesium (mg) results processed on the alinity c processing module. Customer sodium reference range of 125 to 135 mmol/l, magnesium 1.5 to 3.5 unknown units of measure. Initial na: 106; repeat na: 136. Initial na: 112; repeat na: 129 . Initial mg 9.5; repeat mg 2.1. Initial mg 9.5; repeat mg 1.7. Initial mg 8.5; repeat mg 3.0. No impact to patient management was reported.